Manufacturer narrative:
No patient information provided after calls to customer 07/10/20, 07/14/20, and 07/20/20. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. The patient was switched to manual ventilation and case resumed. There was no report of patient injury.